Event description:
It was reported that a patient with a 27mm aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of five (5) months due to moderate to severe aortic regurgitation. The tavr was performed with a 29mm transcatheter valve. The patient was discharged home on pod #1 with mild paravalvular leak. Physician believes it is a failure of the valve. After implant of the surgical valve was complete, the surgeon had confirmed that the valve was seated properly and tee confirmed normal function and no leaks.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number is unknown. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient initially implanted with a 27mm magna valve for approximately five months is being considered for a valve in valve procedure due to severe regurgitation. After the completion of the initial implant, the surgeon confirmed the valve was seated properly and tee confirmed normal function and no leaks.

Manufacturer narrative:
UDI # (B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a patient with a 27mm aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of five (5) months due to moderate to severe aortic regurgitation. The tavr was performed with a 29mm transcatheter valve. The patient was discharged home and remains with ai from pvl. After implant of the 3300tfx valve was complete, the surgeon had confirmed that the valve was seated properly and tee confirmed normal function and no leaks.

Manufacturer narrative:
Corrected data: reference CAPA-20-00141.